Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental med watch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018 the partner states that the patient had a gastric ulcer that caused blood loss, his stool was black and tested positive for blood. The patient had inflammation of the colon and a small cerebral infarction. The patient was placed on stomach protectors.